Manufacturer narrative:
9610877-2021-10639 submitted on 29-jul-2021 was found to be a duplicate of 9610877-2021-00045 submitted on 03-aug-2021. 9610877-2021-10639 submits a supplemental report as invalid. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Evaluation summary: it was caused due to the part failure in the processor. This device is classified as import for export, therefore 510k is not applicable. Epk-i5500c-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
It is a processor that takes dozens of pictures intermittently, freezes, and blacks out during procedures. User told that the problem is in the receptacle on the processor. There was no report of patient harm. Date of event not known for the exact date, we just know the year the complaint was sent in to manufacturer.